Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the battery handpiece device was making a strange noise was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that had a sticky trigger. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance.

Event description:
It was reported from germany that during service and evaluation, it was determined that battery handpiece device housing was worn, the gear was worn, the bearing was worn, failed the leak tightness test, had a sticky trigger, would not run, and the etching was illegible. It was further determined that the device failed pretest for general condition, markings, leakage test using bubble emission technique, check for mechanical free moving, check for sticky triggers, check fitting of the lid, check for wear on the housing, and check general function of the device. It was noted in the service order that the device was making a strange noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.